Event description:
It was reported that during the implant attempt, due to the patient's vessel was quite thick and deep, the left ventricular lead dislodged twice when two different positions were attempted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.